Event description:
Reporter called to report the death of their loved ones on (B)(6) of 2020 from complication of bicuspid aortic valve per death certificate. Reporter said the person had the implant surgery in (B)(6) hospital and went to rehab and was doing relatively well. Reporter said she found him dead in his house 17 months later after the surgery. Reporter would like to know if the device is safe or if it has some issues.